Event description:
Routine complaint investigation confirms several test results out-of-range with quality control solution ranges (intended to verify device performance). Had these results been obtained from a pt sample, could potentially have had an adverse effect.